Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer did not hear her bolus not delivered alert and does not hear the alarm unless she is sitting quietly. The blood glucose was 19 mmol/l at the time of the incident. The customer treated high blood glucose with the insulin pump and blood glucose went down to 13 mmol/l. Assisted customer with changing the audio option on her pump to set the volume to 5 and set it to audio and vibrate. The device will not be returned for analysis.